Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported two of the customer's 4.5mm healix advance anchors broke upon insertion during a rotator cuff procedure. The first anchor, lot 3731513, broke into pieces while inserting, the surgeon took out all broken pieces drilled a new hole and tried inserting a second anchor, lot 3734566. The second anchor broke into two pieces right down the middle upon insertion. The surgeon removed the broken pieces, made a third bone hole, and inserted an arthrex product to complete the procedure with no patient consequences. No pieces of the broken anchors were kept inside the patient and the customer already discarded the complaint devices. The procedure was delayed by twenty (20) minutes. The sales representative was no present, no further information was available. Please see also medwatch report 1221934-2018-52976.